Manufacturer narrative:
(B)(4). The customer reported intermittent "v" lead signal loss during monitoring with the (B)(4) ECG chest lead set. This is being reported, as there was a loss of 12 lead monitoring. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported intermittent "v" lead signal loss during monitoring with the (B)(4) ECG chest lead set. This is being reported, as there was a loss of 12 lead monitoring.